Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿alert 38¿ motor stall that did not occur during a supply change, after which they removed all supplies, performed a successful dry run, replaced supplies, and successfully resumed delivery. Symptoms included no reported blood glucose effects. Outcomes included resolution of the alarm after supply replacement and continued monitoring by the user. Investigation included user-guided troubleshooting, including removal and replacement of cartridge, connector, and infusion set, and a dry run to verify motor function. Investigation of this case revealed that the alarm cleared with new supplies, indicating a stalled motor condition that was resolved by addressing expendable components. It was concluded, based on similar findings in prior reports, that the cause was likely a transient supply-related issue leading to a temporary motor stall.